Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit was monitored for 3 days. All bolus delivered during testing were properly recorded at the bolus and daily totals history screens. No cosmetic damage noted. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose was 440 mg/dl. Customer stated they had treated their blood glucose with the insulin pen. The customer also believed their insulin pump was not delivering insulin. Troubleshooting for an absence of no delivery alarm found the insulin pump alarmed no delivery with 3 units remaining. Troubleshooting for high blood glucose found the customer did not have any symptoms of high blood glucose. Troubleshooting for the customer's insulin pump also found insulin was able to exit from the tubing. It was also found the customer had an inaccurate bolus history during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.